Manufacturer narrative:
Concomitant: product ID 39565-30, serial# (B)(4), product type lead. Product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 3708140, serial# (B)(4), implanted: 2008-(B)(6), product type extension. Product ID 37744, serial# (B)(4), product type programmer, patient. Product ID 37754, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the stim stopped working and it did not keep a charge. A month after implant, the patient started to have charging issues. The patient was charging anywhere from 9 to 12 hours per day and was still unable to charge his implantable neurostimulator (ins). The ins battery had depleted. The patient was having problems recharging. The patient claimed that he charged the battery to 100% and it depleted in 24 hours. The patient tried to contact the manufacturer's representative, but was not successful. The patient became frustrated with charging and stopped charging altogether. That resulted in pain, so the patient decided to contact everybody (the manufacturer, doctors, manufacturer's representatives) again so that he could get the device to work. The patient got through with the doctor and had an appointment this coming monday 2015-(B)(6). The patient was feeling numbness, pain, burning and tingling sensations. The patient noted he had other spine issues as well. His spine was fused from l1 through s2, and had disc degenerative disease. The patient did not remember the exact date when it all started. The patient said he would not be happy if he had to pay for a replacement. The manufacturer's representative was in contact with the patient as well. Later, the patient came into the office with the battery charged to 75%. They were able to start a charge and the recharger was working correctly. The patient claimed he had not used stimulation for nine months. The manufacturer's representative they had never met the patient to bring the battery out of overdischarge. The manufacturer's representative interrogated the device 2015-(B)(6) and observed a power on reset (por) message. The por message number was unknown. The manufacturer's representative reset the clock to match the clinician programmer. The patient¿s therapy settings were as follows: +-+ amp: 1.9v, 300 micro seconds, 40hz, group impedance: 831ohms; +-+ amp: 1.9v, 360 micro seconds, 40hz, group impedance: 831 ohms. The caller ran the electrode impedance at 0.7v and stated that all of the impedance values were between 900-1216 ohms. The information from the recharge stats was not very useful as the patient had not been using stim for nine months. All of the charging sessions were from one day, and it was unknown how long ago that was, because the implantable neurostimulator (ins) clock was reset as a result of the por. The manufacturer's representative was notified of the por today, but had been aware of the charging issues for several months. They tried to make appointments previously, but those were cancelled for various reasons. The recharge stats showed either zero or eight coupling bars. There was a 0.000v ins voltage listed on the document. The manufacturer's representative would meet the patient again 2015-(B)(6) for follow-up. Later, the patient was a no-show for his appointment. This had been the fourth or fifth time the patient had not shown up. The manufacturer's representative would attempt to contact him to reschedule.